Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 322. The cause was identified to be failed lower link switch and lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump alarmed system error 322 (link switch error (low)). There was no patient involved in this event no additional information is available.